Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaint. The psu was replaced to address the issue. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device power supply unit (psu) was inoperable. There was no harm or serious injury reported as a result of the incident.